Event description:
Two 3rd degree burn at bottom of stomach [burns third degree]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) years-old black female patient started to use thermacare heatwrap (thermacare menstrual), from an unspecified date to an unspecified date at an unspecified frequency for menstrual cramps. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced two 3rd degree burns at the bottom of stomach on (B)(6) 2016. One burn is the size of a fifty cent or dollar sized coin, but she was unable to compare it to anything at this point. The other burn was smaller. She went to the emergency room and was prescribed an ointment and sent home. The action taken with thermacare heatwrap was unknown. The outcome of the event was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event application burns third degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event application burns third degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
The burn had part of it third degree other part 2nd degree [burns third degree]. Second degree burn on stomach/partial thickness burn/pain/redness [burns second degree]. The site is purulent and draining [purulent discharge]. Not healing properly [impaired healing]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6)-years-old black female patient (no pregnant, no post-menopausal) started to use thermacare heatwrap (thermacare menstrual), lot number m74983, expiration date sep2018 from (B)(6) 2016 at 1 pack for menstrual cramps. The patient medical history included anxiety, she sees (B)(6) for anxiety, also included acute bronchitis unknown if ongoing. The patient's concomitant medications included codeine phosphate/guaifenesin/pheniramine maleate (robitussin a-c): oral syrup at 2 teaspoon as needed every 6 hours 100 mg-10mg/5ml; salbutamol (albuterol) 90 ug, every 4 hrs, inhalation; azithromycin (zithromax) capsule: 250mg: oral. Past product included thermacare heatwrap used a month before then in (B)(6) 2016, no same problem/symptom experienced. While using the thermacare advanced menstrual pain therapy product on (B)(6) 2016, she experienced 2nd degree to her stomach also classified as a partial thickness burn. Painful. The burn had part of it third degree other part 2nd degree. Diagnosis 2nd degree burn to abdomen less than 1% bsa. One burn is the size of a fifty cent or dollar sized coin, but she was unable to compare it to anything at this point. The other burn was smaller. (Initial reported as two 3rd degree burns at the bottom of stomach, and while on first follow up reported only 2nd degreeburn) she attached the adhesive to clothing not even 2 hours. She noticed that it was burning her around the end of use at about 1.5 hours, maybe. She went to the emergency room on (B)(6) 2016 and was prescribed an ointment and sent home, and then had a follow up visit to the ed on (B)(6) 2016. Treatment with bacitracin ointment: 500unit/gram topical on the burn and apply a dressing to it. She reports that the event did not require a hospitalization. She reports that by the time of report the site was purulent and draining. She reports that the providers she saw on (B)(6) 2016 noted to her that it appeared that the site was not healing properly, but it had improved. The action taken with thermacare heatwrap was discontinued on (B)(6) 2016. The outcome of the events were recovering. Patient had no diabetes; no poor circulation; no heart disease; no difficulty feeling heat or pain on skin; no rheumatoid arthritis; no decreased sensation; no neuropathy; no sensitive skin; no any abnormal skin conditions. No other concomitant medicines, conditions, or investigations. Did not engage in exercise while using the product. Checked skin under the product while wearing thermacare at first one time. Patient read the usage instructions on thermacare before used the product. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from the contactable consumer included: event updated to 2nd degree burn on stomach, new events the site was purulent and draining, not healing properly, events outcome, product lot number, exp date, product start date and stop date, past product. Follow up (29apr2016): new information received from the contactable consumer included: no admission to hospital involved. Event onset date, new event 'the burn had part of it third degree other part 2nd degree'. Diagnosis 2nd degree burn to abdomen less than 1% bsa. Medical history acute bronchitis and relevant concomitant medications, treatment information. Company clinical evaluation comment based on the information provided, the events burns third degree, application burns second degree, purulent discharge, and impaired healing as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the events burns third degree, application burns second degree, purulent discharge, and impaired healing as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up (B)(6) and 30-day FDA reportability

Event description:
A 2nd degree burn on stomach/partial thickness burn/pain [burns second degree]. The site is purulent and draining [purulent discharge]. Not healing properly [impaired healing]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) black female patient (no pregnant, no post-menopausal) started to use thermacare heatwrap (thermacare menstrual), lot number m74983, expiration date sep2018 from (B)(6) 2016 at 1 pack for menstrual cramps. The patient medical history included anxiety, she sees (B)(6) for anxiety. The patient's concomitant medications were none. Past product included thermacare heatwrap used a month before then in (B)(6) 2016, no same problem/symptom experienced. She went to the emergency room and was prescribed an ointment and sent home. While using the thermacare advanced menstrual pain therapy product on (B)(6) 2016, she experienced 2nd degree to her stomach also classified as a partial thickness burn. Painful. One burn is the size of a fifty cent or dollar sized coin, but she was unable to compare it to anything at this point. The other burn was smaller. (Initial reported as two 3rd degree burns at the bottom of stomach) she attached the adhesive to clothing not even 2 hours. She noticed that it was burning her around the end of use at about 1.5 hours, maybe. She went to the ed on (B)(6) 2016 and then had a follow up visit to the ed on (B)(6) 2016. She reports that the event did not require a hospitalization. Treatment with bacitracin on the burn and apply a dressing to it. She reports that by the time of report the site was purulent and draining. She reports that the providers she saw on (B)(6) 2016 noted to her that it appeared that the site was not healing properly, but it had improved. The action taken with thermacare heatwrap was discontinued on (B)(6) 2016. The outcome of the events were recovering. Patient had no diabetes; no poor circulation; no heart disease; no difficulty feeling heat or pain on skin; no rheumatoid arthritis; no decreased sensation; no neuropathy; no sensitive skin; no any abnormal skin conditions. No other concomitant medicines, conditions, or investigations. Did not engage in exercise while using the product. Checked skin under the product while wearing thermacare at first one time. Patient read the usage instructions on thermacare before used the product. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from the contactable consumer included: event updated to 2nd degree burn on stomach, new events the site was purulent and draining, not healing properly, events outcome, product lot number, exp date, product start date and stop date, past product. Company clinical evaluation comment based on the information provided, the event application burns second degree, purulent discharge, and impaired healing as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event application burns second degree, purulent discharge, and impaired healing as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The root cause is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn from a wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a contactable consumer. A (B)(6) black female patient started to use thermacare heatwrap (thermacare menstrual) (lot number: m74983, expiration date: sep2018) from (B)(6) 2016 at 1 pack for menstrual cramps. The patient's medical history included anxiety ((B)(6)) and acute bronchitis unknown if ongoing; patient reported she was not pregnant and not post-menopausal). The patient's concomitant medications included codeine phosphate/guaifenesin/pheniramine maleate (robitussin a-c) oral syrup at 2 teaspoons as needed every 6 hours 100 mg-10mg/5ml; salbutamol(albuterol) 90 ug, every 4 hrs, inhalation; azithromycin (zithromax) capsule: 250mg: oral. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date in (B)(6) 2016 for an specified indication with no adverse effect. While using thermacare advanced menstrual pain therapy product on (B)(6) 2016, she experienced 2nd degree burns to her stomach, also classified as a partial thickness burns. It was reported the burns had part third degree burns and part 2nd degree burns and was very painful. A diagnosis was provided of 2nd degree burns to abdomen less than 1% bsa. One burn is the size of a fifty cent or dollar sized coin, but she was unable to compare it to anything at this point. The other burn was smaller. The burns were initially reported as two 3rd degree burns at the bottom of her stomach. While on first follow-up reported only 2nd degree burns. She attached the adhesive to her clothing for not even 2 hours. She noticed that it was burning her around the end of use at about 1.5 hours, maybe. The patient went to the emergency room on (B)(6) 2016 and was prescribed an unspecified ointment and sent home. Then, she had a follow-up visit to the emergency department on (B)(6) 2016. Treatment reported as bacitracin ointment: 500unit/gram topically on the burn and application of a dressing. She reported the event did not require hospitalization. The patient stated at the time of the report, the burn site was purulent and draining. She reported the providers she saw on (B)(6) 2016 noted the burns appeared to not be healing properly, but had improved. The patient denied the following conditions: diabetes, poor circulation, heart disease, rheumatoid arthritis, neuropathy, decreased sensation, difficulty feeling heat or pain on her skin, sensitive skin and abnormal skin conditions. She did not engage in exercise while using the product and checked the skin under the product while wearing thermacare at first one time. The patient mentioned she read the usage instructions for thermacare before using the product. Action taken with thermacare heatwrap was permanently discontinued on (B)(6) 2016. Clinical outcome of the events was resolving. Additional information received from product quality complaint (pqc) group included investigation results. The root cause is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn from a wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (21mar2016): new information received from the contactable consumer included: event updated to 2nd degree burn on stomach, new events the site was purulent and draining, not healing properly, events outcome, product lot number, exp date, product start date and stop date, past product. Follow up (29apr2016): new information received from the contactable consumer included: no admission to hospital involved. Event onset date, new event 'the burn had part of it third degree other part 2nd degree'. Diagnosis 2nd degree burn to abdomen less than 1% bsa. Medical history acute bronchitis and relevant concomitant medications, treatment information. Follow up (02may2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the events burns third degree, application burns second degree, purulent discharge, and impaired healing as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns third degree, application burns second degree, purulent discharge, and impaired healing as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Continued: evaluation summary. The root cause is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn from a wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.